Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of button error alarm, battery out limit and high blood glucose readings from the insulin pump. The customer's blood glucose reading was 430 mg/dl. The customer treated with manual injections. The customer went off the pump due to high readings since last night. The customer stated that he was asleep when the pump alarmed button error. The customer changed the battery and the pump alarmed battery out limit. The customer stated that the batteries were out of the pump greater than duration allowed by the pump. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
All of the buttons are functioning properly however, found corroded keypad traces. No button error alarm during testing. The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test and a21 error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no unexpected battery out limit noted. The insulin pump was received with severely scratched display window noted, cracked battery tube thread, cracked reservoir tube lip and cracked case near the display window corner.